Manufacturer narrative:
D4 expiration date - added. D10 product available to stryker - updated. H3 device evaluated by mfg - updated. H3 summary attached - updated. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging returned with the device. Visual analysis revealed that the coil was manually detached, the coil delivery wire was kinked/bent and the main coil was stretched. Functional analysis was not required as the reported defect was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicated that no anomalies were noted to the device during preparation/prior to use, continuous flush was maintained, and the same microcatheter (sl-10) was successfully used to complete the procedure after the reported event. Analysis of the detachment zone showed evidence of mechanical detachment. In this complaint, it is most likely that the coil was manipulated against friction in the microcatheter and upon attempted withdrawal, the coil stretched and then detached from the delivery wire. A probable cause of "procedural factors" will be assigned to this event since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the procedure, the subject coil prematurely detached while being advanced inside the micro catheter. The physician replaced the coil and completed the procedure successfully. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available to the manufacturer yet.

Event description:
It was reported that during the procedure, the subject coil prematurely detached while being advanced inside the micro catheter. The physician replaced the coil and completed the procedure successfully. There were no reported clinical consequences to the patient.